Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. Their trial started on (B)(6) 2024. It was reported that there was a migration/ lead moved, or wire moved. It was unknown whether there was a connector migration nor whether the product migrate around or entangle internal organs. It was unknown whether the issue was resolved. Additional information was received from the patient's spouse on 2024-aug-22 stating that patient had pulled out their wires again. Patient's spouse put them back in but they were getting zapped when they moved around. Brought the stimulation down on the left side from 3.5 to 2.2. Patient received comfortable stimulation at 4.8. Support did advise to contact their doctor about the leads falling out.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown implanted: (B)(6) 2024 explanted: product type screening device product ID 306001 lot# unknown serial# implanted: (B)(6) 2024 explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 306001, serial/lot #: unknown, ubd:, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.